Manufacturer narrative:
Product complaint # (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a coil embolization, an enterprise stent 4.5x14mm 12 mm dw tip (enc451412, 6550897) became impeded in an unspecified microcatheter (mc). It was reported that during the delivery wire became impeded in the middle of the mc and could not advance anymore. The physician withdrew the stent delivery system and observed that the stent body was deformed, a new device was switched to complete the surgery. There was no patient injury report. Additional information received indicated that the right middle cerebral artery was being treated. The c2 segment of the internal carotid artery was slightly twisted. The diameter of the ophthalmic segment of the internal carotid artery was about 3.5 mm, and the diameter of the m1 segment of the middle cerebral artery was about 1.7 mm. The introducer was fully seated and secured in the hub. They were able to torque the device. There was no evidence of physical material within the device. No excessive force was used with the device. The resistance was felt at the body and the distal tip. A prowler select plus microcatheter 150/5cm (606s255x, 30617720) had been used successfully prior to the resistance. The replacement stent was of the same size (4.5mm x 14mm). A non-sterile EU 4.5x14mm stent 12 mm dw tip the delivery wire and the introducer were not returned for evaluation. The stent component was noted to be kinked, one of the marker bands was observed tangled and bent towards the middle part of the stent. The delivery wire and the introducer were not returned for evaluation. Lake region medical did review the device history records relative to the manufacturing, inspecting, and packaging of the lot 6550897. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The device was returned to cerenovus for further evaluation. Upon arrival, the delivery wire and the introducer were not returned for evaluation. The stent component was noted to be kinked, one of the marker bands was observed tangled and bent towards the middle part of the stent, which is consistent with the condition reported regarding the stent body being deformed and could be related to the impeded condition encountered during the procedure; however, since only the stent component was returned for evaluation, no further testing could be performed and no contributing factors could be identified from the device. Although the functional test could not be performed, the damage noted on the stent component could be the result of the maneuver during the advancement or retrieval of the device. Based on the finding during the analysis, the customer complaint was confirmed. A device history record evaluation was performed, and no non-conformances were identified. Impeded in microcatheter and kinked/bent in patient are known potential complications associated with the use of the enterprise 2 vascular reconstruction device in the intracranial arteries. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contains the following recommendations: if resistance is met during manipulation, determine the cause of resistance before proceeding. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Assignment of root cause for the events remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical, vessel characterizes (i.e. Artery was slightly twisted) and procedural factors, including device manipulation and device interaction, may have contributed to the reported failures and damages on the returned system. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3 and h10. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
(B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ as the reason for non-evaluation. If the device returns, a device investigation will be performed. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a coil embolization, an enterprise stent 4.5x14mm 12 mm dw tip (enc451412, 6550897) became impeded in an unspecified microcatheter (mc). It was reported that during the delivery wire became impeded in the middle of the mc and could not advance anymore. The physician withdrew the stent delivery system and observed that the stent body was deformed, a new device was switched to complete the surgery. There was no patient injury report.

Manufacturer narrative:
Product complaint # (B)(4). Section b5; additional information received indicated that the right middle cerebral artery was being treated. The c2 segment of the internal carotid artery was slightly twisted. The diameter of the ophthalmic segment of the internal carotid artery was about 3.5 mm, and the diameter of the m1 segment of the middle cerebral artery was about 1.7 mm. The introducer was fully seated and secured in the hub. They were able to torque the device. There was no evidence of physical material within the device. No excessive force was used with the device. The resistance was felt at the body and the distal tip. A prowler select plus microcatheter 150/5cm ((B)(6), 30617720) had been used successfully prior to the resistance. The replacement stent was of the same size (4.5mm x 14mm). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.